Event description:
It was reported that the pain stimulation implantable pulse generator (ipg) battery was not holding a charge, with the implant being completely dead after charging two days prior. The battery level was observed to drop to barely 10% after overnight use, and the battery depleted more quickly than previously, as it used to last a week but now lasts much less. There was a possible reversal of stimulator settings, as the patient only felt stimulation in group c and not in group a. The agent reviewed implant longevity, personal use, and settings with the caller and advised working with the healthcare provider to check the settings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.